Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70 serial#: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient initially had to undergo a revision procedure due to lead migration and high impedances. During the procedure, the physician noted that there was a small burned area inside the pocket.  The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient initially had to undergo a revision procedure due to lead migration and high impedances. During the procedure, the physician noted that there was a small burned area inside the pocket.  The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.